Event description:
Caller reported temperature alarms 10 and 11. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer initially used tandem charging supplies during the issue and later tried third-party charging supplies with the same result. Reportedly, customer reverted to manual injections for insulin therapy.